Event description:
It was reported that during a therapeutic stone retrieval procedure, the basket's sheath snapped at the junction of the basket when the physician was trying to retrieve the stone. The basket then had to be cut. It was successfully retrieved through a standard ureteroscope.

Manufacturer narrative:
This device has not been received for evaluation. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed. Therefore, we are unable to determine if the device met its specifications. User technique and/or pt anatomy may have contributed to this event. However, we are unable to determine the relationship between the device and the cause for this event. Our directions for use state: "caution: if resistance is encountered during advancement or withdrawal of the device, do not exert excessive force...objects may be too large once captured in the basket to withdraw fully into the sheath or the scope."